Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer blood glucose value was 400 mg/dl. Customer declined troubleshoot for high blood level. Customer stated that infusion set had bent cannula. The product was returned for analysis.